Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or under delivery anomaly noted during test. Device received with broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer alleging possible insulin pump under delivery. The customer¿s high blood glucose was 300 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap appears normal. Customer treated with manual injection. The insulin pump will be returned for analysis.